Event description:
It was reported that during a follow up exit block was observed. X-ray showed subclavian crush. The lead was explanted and replaced. The patients condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation and conductor damage was found at 32.2-34.0cm from the connector pin consistent with clavicle crush damage. The rv conductor was abraded. This is consistent with the observation from the field of an exit block on the lead.